Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received, stating the patient was dissatisfied with intolerable glare and halos. The patient's symptoms were resolved. Post lens replacement. There are two medical device reports associated with this patient. This report is associated with the right eye.

Event description:
A surgical technician reported that an intraocular lens (iol) implant was explanted 9 months following initial procedure due to patient dis-satisfaction. The lens was exchanged with another model. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   Additional information has been requested. (B)(4).